Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm noted during testing. The drive and motor was inspected and no drive or motor anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 545 mg/dl. Customer stated that, needs a replacement pump and is getting no deliveries. Customer reported that, the no delivery alarms occurred during manual prime. Customer reported that, event was resolved by changing complete reservoir and infusion set. Customer stated that, she changed out the infusion set and reservoir then her blood glucose began to drop. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.